Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting (act) levels were 238s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve got fully re-sheathed due to implant too high. At end of the procedure, a complete heart block was note and a temporary pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances (implant depth high). However, this could not be confirmed. The unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.